Event description:
It was further reported that the shortened proximal edge of the 3.5x38mm promus element stent was crushed against the vessel wall with a 4mm balloon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shortened proximal edge of the 3.5x38mm promus element stent was crushed against the vessel wall with a 4mm balloon.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The patient presented with a st elevation myocardial infarction. The target lesion was located in the diffusely diseased left circumflex (lcx). The lcx and left anterior descending artery (lad) were wired with an unknown guide wire and then a 4.0x38mm promus element stent along with a 4.0x20mm promus element stent were implanted in the lad. Angiogram revealed a small dissection flap in the proximal lcx. The lcx was predilated with a 3.5mm unspecified balloon and then a 3.5x38mm promus element stent was deployed in the lesion. The physician attempted to perform a kissing balloon technique with two, 4mm non-compliant balloons post stent deployment in the lad and lcx; however, while attempting to advance the balloon catheter into the lcx, the proximal edge of the previously placed promus element stent shortened by 10mm. A 1.5mm balloon was inflated inside the stent, followed by a 2.5mm and then a 3.5mm balloon. The physician was then able to complete the kissing balloon technique in the lad and lcx and a 4.0x12mm promus element stent was deployed in the ostium of the lcx. The procedure was completed at this point with a good result. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.